Manufacturer narrative:
The sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage under water testing were performed. A leak was identified at the first y-site clearlink. A functional test was performed with no issues noted. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set was leaking from a crack in the port. The leak was identified at the beginning of therapy of intravenous acetaminophen at 400ml/hr using a baxter infusion pump. The intravenous acetaminophen was being run through an unspecified baxter secondary set. There was no patient injury or medical intervention associated with this event. No additional information is available.